Event description:
It was reported that the tubing was leaking. Tubing leaks close to filter. Client on hpt for antibiotic cloxacillin administration. Pump alarmed with 22:00 dose, stating air in line. Troubleshooting was performed on the pump, but alarm started again. Home care called to home. By the time home care nurse arrived in the home, dose had been paused/interrupted for more than an hour, so dose was considered missed. Client missed getting full dose of antibiotic. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.